Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose and insulin pump had under delivery alarm. The customer¿s blood glucose was 47 mg/dl and at the time of incident the blood glucose was 70 mg/dl. The customer was treated with glucose tablets. It was reported that the customer does not allege pump was over delivering. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was advised to monitor pump, blood glucose and advised to call health care professional to discuss possible causes of low blood glucose. The insulin pump will not be returned for analysis.